Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firmness and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported that after injection in the cheeks and tear troughs with a total of 3 syringes of juv&#580;erm voluma&#59416;c, the patient experienced delayed firmness and redness at the injection sites. Hylenex was provided as treatment. Healthcare professional noted patient has been under a lot of stress due to father&#62688;illness. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00184 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juv&#580;erm voluma&#59416;c.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the healthcare professional revealed that patient was treated with an additional injection of hylenex, and symptoms are "almost resolved."

Manufacturer narrative:
.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.